Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. (B)(4). Damaged connector; cable assembly with connector damaged inside connector.

Event description:
A family member of a patient who had an implanted neurostimulator (ins) for non-malignant pain reported on (B)(6) 2016 that the ins recharger (insr) was not functioning. However, a company representative (rep) thought the issue was with the desktop charger (dtc). The connector pin did not appear to be loose or bent. There was no stimulation, noting that the stimulation ran out due to the inability to charge. Additional information was received on (B)(6) 2016 stating that a new insr was also not able to charge from the old dtc. A supplemental report will be submitted if additional information is received.